Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, the component showed signs of scratches and wear. The root cause of the event was determined to be most likely due to misuse by instrument being put through excessive force or over torqued, and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a total left hip arthroplasty procedure on (B)(6) 2014. During the procedure the inserter used would not disengage and the device fractured. The fractured piece was removed from the patient.